Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd (B)(6) blood collection tubes suction seal is broken, and no blood would go into the tube when puncture. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: "suction seal broken, and no blood would go into the tube when punctured."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes suction seal is broken, and no blood would go into the tube when puncture. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: "suction seal broken, and no blood would go into the tube when punctured."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? No. D10: returned to manufacturer on: na. H6: investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes suction seal is broken, and no blood would go into the tube when puncture. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: "suction seal broken, and no blood would go into the tube when punctured."